Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device remains implanted.

Event description:
Primary surgery of variax foot was performed on (B)(6) 2016. Three months after the surgery, the patient visited the hospital and complained of pain. The plate fracture was confirmed on x-rays. Revision surgery is planned.